Manufacturer narrative:
A ge service representative performed an on site investigation. The lock up could not be duplicated. However, found mag 2 not working. Checked voltage on image intensifier (ii) supply and repaired wire. No add'l info at this time. Add'l information will be reported as received.

Event description:
It was reported that the 9800 system locked up at the end of the case. Customer rebooted system and completed the case. There was no report of pt injury.